Event description:
The customer reported that they got an overload fault error and were unable to see an image, the field engineer noted that the tube had arced. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The candlesticks were evaluated and regreased. The system was tested and found to be working as intended and returned to service.